Manufacturer narrative:
We have now concluded the investigation on this complaint. The device was returned for evaluation, a visual inspection conducted confirmed a 4006 error message. The functional evaluation confirmed this error message, this was due to the coin cell battery being fully depleted, therefore the device will not function at all. The root cause has been established as battery failure. The renasys touch has two battery¿s, a rechargeable main battery, with a coin cell battery as a backup that maintains time and date settings. It is recommended that after use the device is recharged prior to storage. It is recommended that these devices should be charged at regular intervals if being stored for a long time. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during treatment pump turned on and immediately said maintenance required. It wasn't charging when plugged in, and was very odorous. Another pump available which was applied instead. No patient injury reported.